Event description:
It was reported that patient presented for scheduled procedure. During procedure, leadless pacemaker (lp) exhibited unfavorable current of injury, failure to capture and impedance problem. It was also observed that the lp helix had stretched, and it was confirmed via fluoroscopy. The lp was removed and replaced with new lp during the same procedure. There were no patient consequences.

Event description:
New information noted that lp exhibited low pacing impedance.